Event description:
A fifteen year old male had spine surgery due to an unstable burst fracture at l2 on 10/6/1989. He was implanted with isola rods and screws and was instrumented from l1-l3. The pt was non-compliant with brace wearing. Four months after initial surgery the pt underwent explant surgery because of device breakage.